Manufacturer narrative:
E1: name:(B)(6) based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number (B)(4).

Event description:
It was reported that the patient experienced infusion set tape did not stick after three days of use in abdomen on (B)(6) 2026